Manufacturer narrative:
Medwatch report number: (B)(4).

Event description:
It was reported a patient's atrial lead presented with under-sensing. No changes were reported. There were no patient consequences.